Manufacturer narrative:
Manufacturer narrative: the reason for this instrument failure was reported as broach handle is broken. The possible time in service for baseplate is 4 years and 1 month from manufactured date. The healthcare professional indicated this event occurred during surgery, near the patient. No risk or adverse event was reported. The surgery was completed as intended, with no delay. The instrument was inspected prior to use and was deemed acceptable for use based on its appearance. The device was lost during the process of return not made available to djo surgical for examination. A review of the instrument's device history record (DHR) revealed the instrument, when released for use, met design and manufacturing requirements. There was no non-conforming material report (ncmr) associated with the production of this instrument. Complaint database review shows two prior complaints filed against the instruments item number that reports a similar failure. Those are 2 - broke/cracked/damaged. The root cause for this complaint cannot be determined with confidence as the instrument was not returned for investigational review. It is likely attribute able to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction, or issue. There are no indications that this instrument has a systemic design or material deficiency. Therefore, no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue. RMA examination: the instrument was not returned to djo, as it was lost during the process of return. No further evaluation can be made for this event. This customer complaint will be closed. If the device is returned later, the complaint will be updated. The RMA process has been revised for better controls. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Instrument failure - broach handle is broken. The broach moves on the handle and it falls off as well.